Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that the e360 ventilator not ventilating and had flow sensor error. Although requested, information regarding patient involvement was not provided.